Event description:
Related manufacturer reference number: 1627487-2019-07304.

Manufacturer narrative:
Investigation results will be provided in the final report. Date of event: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-07304. It was reported that the patient felt a bubble or air pocket in her neck that needs to be cracked. Field representative met with patient and discovered high impedances (related manufacturer reference number: 1627487-2019-07294, 1627487-2019-07295) subsequently, surgical intervention may occur.

Event description:
Related manufacturer reference number: 1627487-2019-07304.

Event description:
Based on information obtained, the patient's leads were explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Event description:
Based on information obtained, the air pocket has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.